Event description:
The pt reported that for the last 2 weeks she has been experiencing elevated blood glucose readings of 300-400 mg/dl with her normal range being 80-120 mg/dl. She stated she feels dehydrated had her "head feels full." She stated she is concerned she is not getting enough insulin and she has used almost double her usual amount of insulin. She stated she at first thought it was a site or infusion set issue but she has changed her infusion set often and that has not resolved the issue. During troubleshooting, she stated she has had no recent health concerns but did faint in 2007 when her blood glucose reading was normal. The pt was advised to contact her dr. The pt stated she was going to use her insulin infusion device for basal rates but would use insulin injections for meals and correction boluses and closely monitor her readings. On follow up, the pt stated she used injection therapy all day and her blood glucose readings stayed within her normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.